Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. Zimvie received one (1) int410, (osseotite® tapered certain® implant 4 x 10mm) for evaluation. Visual evaluation of the as returned device identified the implant with minor signs of use. Implant was returned with no apparent damage that would cause or contribute to the reported event. Measurements match drawing. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number 2022050627. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022050627 for similar events and no other complaint was identified. Review completed utilizing keywords: pain. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are inadequate treatment planning and material selection. Therefore, based on the available information, a device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
Doctor reported pain during intervention at tooth site 35. No other implant was placed.

Manufacturer narrative:
Zimvie complaint number (B)(4). E1: reporter phone: (B)(6).